Event description:
A home patient reported the drain line had a two-inch hole in it. The home patient stated he removed a cassette from the middle of the box and noted a hole prior to use. He stated he ran his hand down the tubing and was going to connect an extension line when he discovered the hole. There was no report of damage to the packaging and the home patient does not use and type of sharp object to open his supplies. The home patient obtained a new cassette. There was no report of patient injury or medical intervention per the home patient.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA march 29, 2007.section d.11.:concomitant medical products and therapy dates:homechoice automated pd system 115 volt, 2007capd transfer set, 2007dianeal low calcium solution (strength unknown), 2007